Event description:
It was reported that the procedure was to treat a carotid occlusion. An emboshield nav6 embolic protection system (eps) was advanced, deployed and angioplasty was performed. The filter was removed; however, it was noted the vessel did open up, but shut down shortly after. A new emboshield nav6 was attempted to be advanced with a larger balloon but failed to cross the lesion due to anatomy. It was noted a non-abbott barewire was used with the eps. During removal of the balloon, the filter wire had pulled back and detached from the filter. The filter was left in the anatomy. No stent was implanted and no clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. During removal of the balloon the filter wire pulled back and detached from the filter. It was noted a non-abbott barewire synchro 300cm non-tapered wire was used. The filter was left in the anatomy. It should be noted that the emboshield nav 6 instructions for use ¿the emboshiled nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guidewire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. The investigation determined the reported failure to advance appear to be related to challenging anatomical condition. The reported filter detachment is related to the user error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).